Event description:
It was reported that the zimmer electric dermatome was producing an irregular cut on the sides, and appears to bite the tissue. Customer felt that the device might be out of calibration and the power button was not working properly. It was also reported that the device had a vibration, and produced a strange engine noise.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.